Event description:
Customer reported, the system intermittently will not save images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated connectors. System operates as intended.